Event description:
It was reported that during unpacking of the quantum maverick 12mm x 3.0mm balloon catheter, the physician noted that shaft was fractured and had separated at the exit port. It was further noted that there was no resistance encountered upon removing the device from its protective hoop. The device was not used and the procedure was completed with another of the same device.